Event description:
It was reported that the patient experienced dizziness and a syncopal episode. The pulse generator exhibited backup operation and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).